Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of four for the same event; see also 0002184052-2016-00096, 00097 and 00098.

Event description:
The sales associate reported that the instrument would not assemble with mating instrument. When tightening the nut with the torque handle on s1 right, there was a strange noise. The surgeon stated it felt as if the screw head was destroyed. However, it was the thread of the nut which had been peeled. According to the surgeon there was no cross threading, because the screw was anchored correctly to the extender. The screw was inserted to the "screw assembly tool" in the short extender by the nurse. The nut rotated easily through the 3cm reduction screw extender. All fragments were removed and the nut was screwed back into the extender. The extender was removed together with the pinning nut. The screw was intact and was left in the patient. A new nut was applied without extender. Extender, nut and torque handle will be returned for evaluation. It was confirmed that the surgery was completed and it was not a revision.

Manufacturer narrative:
The returned device was examined and found to have fractured threads on one side consistent with cross-threading. A review of the manufacturing records did not reveal any discrepancies which would have contributed to this event. The labeling was reviewed and found to contain adequate instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report one of four for the same event; see also 0002184052-2016-00096-1, 00097-1 and 00098-1.